Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant of this electrode, defibrillation threshold (dft) testing was unsuccessful in converting the patient. The implant procedure was completed. During a post implant follow up 3 days later, review of x-ray noted suboptimal placement of the electrode. The electrode position was noted to be high and too far to the left of the sternum. A revision procedure was scheduled, however, the patient developed a fever and swelling at the subcutaneous implantable cardioverter defibrillator (s-ICD) implant site due to a suspected infection, so this product was part of a system explant. No additional adverse patient effects were reported.